Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion; meets expected longevity.

Event description:
It was reported that the patient was lost to follow-up. It was also reported that the device could not be interrogated and loss of power due to lifted bond wires is suspected. The device was explanted and replaced. No patient complications were reported as a result of this event.